Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.

Event description:
The MFR rep reported stimulation abruptly ceased in 2006. Impedances were checked at the lead / extension connection, and the extension / battery connection. Stimulation resumed upon replacement of the extensions. Refer to medwatch report # 2182207200701230.